Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient had plugged their personal diabetes manager (pdm) in over night to charge. The pdm turned off in the middle of the night causing the patients blood glucose levels to rise to almost 500 mg/dl.

Manufacturer narrative:
The user reported the pdm turned off in the middle of the night. A battery was returned with the device. The pdm powered on with no issues using the returned battery. No damages or defects were observed to the battery or to the battery compartment. Inspection of the audit file showed an approximately 9 hour gap on the on the night/morning of the occurrence date, indicating the device was not powered on. Inspection of the pdm notifications and alarms tab showed a low pdm battery alert occurred shortly before the gap in the audit file. Inspection of the log files shows the data from the date of occurrence was overwritten. Inspection of the log files on the last date of use show signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 83% to 1% in under 2 hours. Due to the data from the date of occurrence being overwritten, it could not be conclusively determined if the device was plugged in and charging, or if the battery was unable to hold charge. The battery was observed to not hold charge per the design specifications, but it cannot be conclusively determined if the inability to hold charge led to the device powering off.